Event description:
The patient was in the middle of a brain code and needed mannitol. A 0.2 filter is required for this medication, and we kept getting an error message on the filters. It took 4 filters and 12 minutes before we could find a filter that worked. In the meantime the patient's icp was greater than 20. This delayed care and possibly caused some harm to the patient. FDA safety report ID # (B)(4).